Event description:
During procedure the physician used the device to grasp some tissue. However, before the physician could activate the generator the tissue fell off. Upon withdrawal the physician noticed the gold tip of the device was missing. The physician was unsuccessful at locating the tip and the procedure was converted to open exploration. Despite x-ray fluorescence and subsequent c-t scan the piece was never located. To date, the pt had not reported any adverse effects.

Manufacturer narrative:
The device in question was returned to olympus for investigation. The investigation found a portion of the probe tip was missing. However, due to the lack of info available olympus could not conclusively determine what caused the tip breakage. The remainder of the probe has been sent to the original equipment MFR for further investigation. If any further significant info is found, or the missing piece is located and retrieved for investigation, a supplemental report will follow. Based on the info provided by the hosp, there is no evidence to confirm the tip of the probe was present before the beginning of the procedure. The olympus instruction manual cautions the grasping section will be gradually worn away due to ultrasonic vibration of the probe. To prevent sudden breakage of the probe and the handle or deterioration of its cutting quality and coagulation capability, be sure to inspect it before each operation, and replace it if necessary. If the grasping section of the handle is damaged, abnormal output, further instrument damage and/or pt injury may occur. Never use a damaged probe or handle.